Event description:
It was reported that device detachment occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During a run, the distal tip of the catheter was torn off. It was not known if it was torn by the wire or the lesion. The tip was removed using an aspiration device. The procedure was completed successfully with no patient complications.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed. Media inspection of a picture received from the client showed the distal tip was detached (deformed/lifted).

Event description:
It was reported that device detachment occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During a run, the distal tip of the catheter was torn off. It was not known if it was torn by the wire or the lesion. The tip was removed using an aspiration device. The procedure was completed successfully with no patient complications.